Event description:
Reportedly, explanted at implant because surgeon felt one leaflet wasnt working properly as seen on echo. Surgeon confirmed that the holder wasn't deployed properly and that he may have looped a suture around a leaflet during implant. The valve was removed and another implanted in its place.